Manufacturer narrative:
H3, h6: a manufacturer representative (rep) went to the site to test the imaging system. It was reported that the system was making loud noises. The rep found that the system was working as intended and returned the system to customer as working as intended. Codes b01, c19, and d14 are applicable. Multiple fdd/annex a codes were reported. A0508 was coded for the system made a loud noise. A090501 was coded for the system did not properly spin. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that while spinning the system made a loud noise and it did not properly spin. They were able to spin again successfully. The site called back a second time to report they lost some kind of screw. There was a less than one hour surgical delay. There was no impact on patient outcome.